Event description:
The walrus device was used. Physician reported a vessel dissection resulting in hemorrhage of the cervical ica where the balloon was inflated. Post procedure a pseudoaneurysm was noted at that location. The IFU specifies a maximum volume of 0.6ml for balloon inflation. The exact volume of contrast used was not verified by the user. Patient was reported as doing well, no further intervention due to the injury was required.